Manufacturer narrative:
A sample was not available for evaluation. Customer photo was submitted which did reveal the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Bd was unable to duplicate or confirm the failure mode indicated by the customer or the data provided was insufficient for the analysis. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported plastic residue from a cracked needle was found inside a bd plastipak¿ hypodermic syringe with needle 3 ml - 23g 1" prior to use. There was no report of injury or medical intervention.